Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead has been trending upwards. The rv lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).